Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and arrived in the emergency room with external compressions support, electrical activity with no pulse. The patient was hospitalized in the critical care unit. Boston scientific technical services (ts) was consulted to review marker data for the post shock pacing. Initial review found the shock was inappropriate due to t-wave oversensing and the shock impedance was low, but within range, at 37 ohms. Ts review of the marker data found there were detections in-between pacing after the s-ECG is not captured. Ts noted that prior to the episode being stored, the episode marker shows long time without detection. Ts discussed this could indicate a potential spontaneous bradycardia prior to the episode occurring. Additional review of the post shock pacing operation occurred by engineering. Engineering determined the patient received two inappropriate shocks. After the first shock the pacing period ended with no pacing, following three waveform appraisal approved detections. After the second shock there was approximately 18 seconds of post shock pacing operation. The 30 second post shock pacing did not reach time-out as there were approved detection ending the post shock pacing algorithm. The s-ICD remains in service and no additional adverse patient effects were reported

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. If information is provided in the future, a supplemental report will be issued. This report is submitted to provide more specific patient impact codes.

Event description:
It was reported that the patient received two shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) and arrived in the emergency room with external compressions support and electrical activity with no pulse. The patient was hospitalized in the critical care unit. Boston scientific technical services (ts) was consulted to review device data as there was a question about the post shock pacing. Initial review found the shock was inappropriate due to t-wave oversensing and the shock impedance was low, but within range, at 37 ohms. Ts review of the marker data found there were detections in between pacing after the s-ECG is not captured. Ts noted that prior to the episode being stored, the episode marker data shows a long time without detection, which could indicate a potential spontaneous bradycardia event prior to the treated episode occurring. Additional review of the post shock pacing operation was performed by engineering. Engineering determined the patient received two inappropriate shocks. After the first shock the pacing period ended with no pacing, following three waveform appraisal approved detections. After the second shock there was approximately 18 seconds of post shock pacing operation. The 30 second post shock pacing did not reach time-out as there were approved detections, which ended the post shock pacing algorithm. The s-ICD remains in service and no additional adverse patient effects were reported. The local sales representative later reported that the patient passed away about two weeks later. There were no allegations that the device or the inappropriate shock contributed to the patient's death. There is no indication the s-ICD system was explanted post-mortem.

Event description:
It was reported that the patient received two shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) and arrived in the emergency room with external compressions support and electrical activity with no pulse. The patient was hospitalized in the critical care unit. Boston scientific technical services (ts) was consulted to review device data as there was a question about the post shock pacing. Initial review found the shock was inappropriate due to t-wave oversensing and the shock impedance was low, but within range, at 37 ohms. Ts review of the marker data found there were detections in between pacing after the s-ECG is not captured. Ts noted that prior to the episode being stored, the episode marker data shows a long time without detection, which could indicate a potential spontaneous bradycardia event prior to the treated episode occurring. Additional review of the post shock pacing operation was performed by engineering. Engineering determined the patient received two inappropriate shocks. After the first shock the pacing period ended with no pacing, following three waveform appraisal approved detections. After the second shock there was approximately 18 seconds of post shock pacing operation. The 30 second post shock pacing did not reach time-out as there were approved detections, which ended the post shock pacing algorithm. The s-ICD remains in service and no additional adverse patient effects were reported. The local sales representative later reported that the patient passed away about two weeks later. There were no allegations that the device or the inappropriate shocks contributed to the patient's death. There is no indication the s-ICD system was explanted post-mortem.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. If information is provided in the future, a supplemental report will be issued.